Manufacturer narrative:
Device has not been returned to manufacturer.

Event description:
In 2008, during the shunt implantation operation, the physician discovered that the csf flow out from the siphon preventing device for unknown reason.